Event description:
Following a procedure on (B)(6) 2023, a physician reported that the biomimics 3d (bm3d) stent "folded into itself". The images returned showed that the complaint stent was fully deployed in the distal superficial femoral artery (sfa) in the right leg. The proximal end-crown of the stent was distorted. The radiopaque markers were misaligned. The length of the deployed stent could not be established from the images. A second bm3d stent was deployed in overlap with the complaint device and the patency of the complaint stent was improved. The events led to a prolonged procedure. There was no impact to the patient. The devices remain implanted. The complaint investigation was completed on (B)(6) 2024.

Manufacturer narrative:
A device history review (DHR) review was unable to be completed for this complaint, as no lot number was provided. Two images were provided to the investigation for analysis. One showed the complaint biomimics 3d (bm3d) stent fully deployed in the distal sfa of the right leg. It was seen that the proximal end-crown of the stent was distorted. The radiopaque markers were misaligned. The length of the device could not be established based on the images. The other image showed the complaint bm3d stent following implantation of the second bm3d stent deployed in overlap. The patency of the complaint stent was improved as a result of the overlapping second stent. It remained unknown whether stent distortion was identified during the deployment procedure of the bm3d device, or during a follow-up procedure. The investigation confirmed that the complaint device had a stent pattern distortion, which was present in the proximal edge of the stent. Insufficient information was made available in this case in order to determine a root cause. No details regarding the ancillary devices, deployment procedure and/or the patient anatomy were provided. The complaint was categorised as "distorted stent pattern" and root cause could not be established. It could not be established if the complaint was related to a deficiency of the device. Section b.5. Was updated with additional details, section g.6. Was updated to reflect the type of report, section h.6. Was updated with codes to reflect conclusion of the investigation and section h.11. Was updated to reflect the sections of the report that were updated.

Event description:
Following a procedure on (B)(6) 2023, a physician reported that the biomimics 3d (bm3d) stent "folded into itself". An additional device was required to finalise the procedure and there was no impact to the patient. The device remains implanted. Images have been provided and will be reviewed as part of the investigation which is in progress.

Manufacturer narrative:
The investigation is in progress. Any additional information that becomes available will be provided in a MDR supplemental report.